Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned device was visually inspected and the device was confirmed broken near the neck flange/airway junction. The reported problem was confirmed. It appears the airway line split away from the shaft perhaps from excessive pulling or it came in contact with something sharp that would cause a cut/tear. The root cause cannot be confirmed since what exactly caused the splitting of the shaft during use cannot be determined. . Actions were taken to mitigate the reported issue: monitor this type of complaints or trends. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the upon opening the device, a hole in the cuff was observed. No patient injury was observed.